Event description:
On 9/7/00, the facility's o.r. Materials manager informed the MFR's rep of the following: the catheter broke near the device stem. On 9/12/2000, the MFR received a completed product complaint report (pcr) form that states the following: IV fluids began leaking into the pocket which became infected and painful. Grew at mrsa. As a result, the device was removed and will be replaced later for chronic infusion. No further details were provided.